Event description:
Patient reported experiencing elevated blood glucose levels; exact reading was not provided. Patient's normal blood glucose level was not provided. Patient reported noticing the cannula was bent when changing the infusion set. Patient stated the infusion device did not display an occlusion error message. Diabetes educator checked the infusion device and infusion sets; found the patient was having difficulty; the patient did not need assistance from the educator to detect nor to treat hyperglycemia. The educator was sent to review the handling of inputs and to detect any possible failure in the infusion system. Patient reported after changing the infusion set, the blood glucose level normalized. Patient is in good condition. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy and the occlusion limits of the insulin pump were tested within the pump drive test on the diagnostic test system and meet the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. All programmed boluses were delivered. All errors and alerts are triggered correctly by the pump and were confirmed by the customer. The problem mentioned by the customer could not be reproduced.